Event description:
Report received of an over-delivery of propofol due to the pump programming changing from a primary infusion to a secondary infusion. The patient was receiving propofol via an acclaim encore device at 11ml/hour on the primary line. There was nothing infusing on the secondary line. The pump was stopped, and a new 100ml bottle of propofol was hung. The rate was not changed, but the volume to be infused was reset for 90ml, and the infusion was resumed. The pump was then unplugged for transport to MRI. While in MRI, it was noted that the bottle of propofol was half empty. It was reported that the pump was in the secondary infusion mode infusing at 200ml/hour. Approximately 40ml of propofol had infused in a 15 minutes time period. The pt reportedly had no blood pressure, a heart rate of 40 beats per minute and was treated with an unspecified amount of atropine. The pt reportedly responded to the administration of atropine with an increased heart rate and blood pressure, and required no further interventions prior to this event, the patient was described as being unstable, but having vital signs "within normal limits". The pump was replaced and the same tubing was used too resume the infusion on a different pump. The pump in use during the event reported never had a secondary infusion programmed while on this patient. Though requested, there was no further information available